Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported that the patient's infusion set's tubing came apart at the site. Both, the site location, and the pump were located on patient's arm. Moreover, the infusion set had been used for 30 hours. Reportedly, the infusions were stored in the room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.